Event description:
"I remove the huber needle from the patient, I wear gloves. I put on the security which was unlocked. The needle pricked my right thumb. Immediate action: aeb declaration + protocol implementation. Patient impact: no. Professional impact: aeb right thumb level with huber needle. Wearing gloves ok".

Manufacturer narrative:
Device history record: the history file of the involved batch was reviewed: the batch is within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the 8000 units released in july 2023. Summary of investigations no device was returned preventing a thorough survey. No pictures/videos of the complaint sample/observed defect were transmitted. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture, preventing the determination of the root cause of the met incident. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is very rare (< 1 ppm). No actions plan is foreseen at that time.